Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the splenic artery using a ruby coil and a non-penumbra microcatheter. During the procedure, while advancing the ruby coil approximately 30 percent through the distal end of the microcatheter, the physician experienced resistance. Subsequently, the ruby coil would not advance further; therefore, the ruby coil was removed. The procedure was completed using two additional ruby coils and the same microcatheter. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: offset coil winds were present throughout the embolization coil. The stretch resistance wire (sr wire) was fractured. Conclusions: evaluation of the returned ruby coil embolization coil revealed offset coil winds throughout its length and the sr wire was fractured. If the device is forcefully manipulated against resistance, damage such as this may occur. This damage was not mentioned in the reported complaint and may be incidental and may have occurred after removal of the device from the procedure. The microcatheter identified in the complaint was not returned for evaluation; therefore, the cause of the initial resistance was unable to be determined. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.